Manufacturer narrative:
An event regarding subsidence involving a triathlon tritanium baseplate was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical record was deemed insufficient by a clinical consultant stated the following comment: "x-rays confirm collapse of the tibia under the tibial component (subsidence); need operative reports, clinical and past medical history and serial x-rays." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the clinical consultant confirmed the collapse of the tibia under the tibial component (subsidence) based on the provided x-ray. The exact cause of the event could not be determined because insufficient information was provided. Additional information including product details, operative reports, clinical and past medical history, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left knee was revised due to collapse of the tibial component. No possible cause or contributor to collapsing was reported to the rep. The patient's knee construct was revised to a stemmed (femur and tibia) construct with cone augments. Rep has provided pre-revision x-rays and reported that no further information will be available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to collapse of the tibial component. No possible cause or contributor to collapsing was reported to the rep. The patient's knee construct was revised to a stemmed (femur and tibia) construct with cone augments. Rep has provided pre-revision x-rays and reported that no further information will be available.